Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio recommended repair of the device; however, physio no longer supports this particular device. Physio recommended that the customer contact a local 3rd party service agent for repair. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect the therapy leads; therefore defibrillation could not be delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Follow up with the reporter confirmed that the customer determined the cause for the malfunction to be failure of the therapy cable. The device was repaired, inspected and returned to service for use. The removed cable was not returned to physio-control for analysis.